Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had gone dead and stopped working. The customer's blood glucose level was 173 mg/dl at the time of the incident. The customer had lunch and it was working fine then the customer jumped into the pool. When they got out of pool, the insulin pump was dead. The customer tried to put in new batteries but it was not turning. The insulin pump had a blank display after receiving new battery cap. The customer stated that the display was blank less than 30 seconds and then returned and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion just about everywhere inside. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which extends to the top where the battery threads are located.